Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedance measurement. It was also observed that this lead had oversensing due to noise. This lead was explanted and was successful replaced thereafter. Additional information states that the source of high oor pacing impedance and noise was due to clavicular crush that was identified through fluoroscopy. An infection was also noted but not conclusively determined. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.